Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the numbers were also ramping during a bolus. Customer's current blood glucose reading is 146 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping anomaly noted. Cracked case at display window corners, battery tube threads and minor scratched lcd window noted.